Event description:
There were coupling and communication issues between the recharger and implanted neurostimulator. The device was flipped in the pocket. The pt was scheduled for pocket revision. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).